Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that removal difficulty occurred. The challenging, 70% stenosed target lesion was located in the non-tortuous and moderately calcified popliteal artery. A 4.0mm x 150mm x 150cm sterling sl was selected for use in a percutaneous arterial balloon dilatation of lower extremity. During withdrawal, the balloon was kinked, and it could not be withdrawn. There were no patient complications as a result of this event.